Manufacturer narrative:
Actual device not evaluated yet but has been shipped and received. Eval of the actual device will be conducted and reported in the follow up.

Event description:
Per sales rep: screwdriver will not stop running once it is powered on.